Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (hydromorphone) 10mg/ml for a total dose of 3.495mg/day and bupivacaine 18mg/ml for a total dose of 6.291mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had an empty pump. It was noted that the healthcare professional (hcp) does have access to the patient/8840 and an empty pump alarm was occurring. It was noted the empty reservoir alarm occurred on (B)(6) 2017 and the low reservoir alarm occurred on (B)(6) 2017. It was noted that the patient did miss a refill as they all (patient and hcp office) "forgot" about the refill. It was reviewed why no priming was needed and consider aspirating the reservoir. It was noted that the patient normally gets an extra 2ml at refills any ways, just normally for that pump. It was stated that the patient was not experiencing symptoms and the hcp felt that was because there was extra drug that the patient was still receiving. It was noted that they will be ordering the drug, and will try to get it for tomorrow, but it may take until thursday ((B)(6) 2017) to get the drug. It was reviewed that there is a possibility the patient may start to feel the effects of lack of drug soon. Information was requested on managing with oral medications. It was reviewed there is no conversion of intrathecal delivery to oral and reviewed it is a medical judgment on dosing for oral medications. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative reported they could not get the medication for the pump until (B)(6) 2017. The pump was refilled on (B)(6) 2017. The hcp reported they were able to "aspirate 2 ml, almost 3 mls" from the reservoir and the pump was filled with the full 40 ml reservoir. During the weekend (between (B)(6) 2017) while the pump was empty, the patient experienced vomiting so they took oral hydromorphone 2 mg. The patient then reported feeling better. The patient experienced vomiting again on (B)(6) 2017, once in the morning and then again about one hour prior to call. The patient again took oral hydromorphone 2 mg and felt better. It was reviewed to perform a catheter diagnostics to assess catheter patency. The hcp stated they will try to get a dye study scheduled and stated that the patient could continue to take oral medications as needed. The symptoms were noted a sudden change in therapy/symptoms. Additional information received on 2017-jun-14 from a manufacturer representative reported the patient's weight was unknown. The results of the dye study were unknown, and if the issue was resolved was unknown. The cause of the patient vomiting and only getting 2-3 ml when aspirated the catheter was unknown, but possible withdrawal as well. No further complications were reported/anticipated.

Manufacturer narrative:
Changed from product problem to product problem and adverse event. If information is provided in the future, a supplemental report will be issued.